Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated codes to reflect failure analysis results.

Event description:
It was reported to philips that the battery was not charging. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in four of the led indicators illuminating, indicating a partially charged battery. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was subsequently installed in an mrx device. Furthermore, all flags on the battery were cleared upon successful calibration. Upon conclusion of the analysis, no fault was found with the battery and the reported issue could not be verified.

Manufacturer narrative:
Update: one battery was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the therapy pca. Reported problem could not be verified in lab - the battery was received partially charged, was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer) and seemed to operate normally. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery was not charging. There was no patient involvement.